Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2024-00419. It was reported that the patient's leads had migrated. In turn, surgical intervention was undertaken. During the procedure, the leads were explanted but not replaced due to the leads going anterior.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.